Event description:
It was reported that the dexcom g7 sensor was not displaying glucose values on the ilet pump while values were visible on the dexcom g7 app, and the user had not previously seen readings on the pump. Symptoms included hyperglycemia with a reported blood glucose of 309 mg/dl. Outcomes included no alerts or alarms reported and successful restoration of glucose display on the pump after pairing correction. Investigation included technical troubleshooting and user education by guiding the caregiver to input the g7 pairing code into the ilet. Investigation of this case revealed user setup error, specifically failure to enter the sensor pairing code into the ilet. It was concluded that the device was functioning as designed and the issue resolved after correct pairing.